Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report the insulin pump had a blank display. Blood glucose reading was 77 mg/dl. The blank display anomaly occurred when the customer changed the battery for the insulin pump. Troubleshooting was performed and the issue could not be resolved. The display did not return. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
All operating currents were within specification and the off no power alarm functioned properly. No blank display was noted. No damage was found on the isolation tape. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.